Event description:
(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints for this product. Similar products, showing a similar malfunction, have been tested. Examination under an optical microscope show delamination of some gas fibers. Hence, the priming solution of blood was able to flow inside the gap between the gas fibers and polyurethane and the gravity guided it to the gas exiting path along the housing. The manufacturer initiated a customer notification concerning the problem, the potential risk and the recommended handling in the event his failure occurs (fsca #2014-12-11). The investigation under CAPA process (CAPA (B)(4)) has identified that the root cause is due to the mfg process of the raw material fibers used in the oxygenator. If, during the surface pre-treatment, a system malfunction results in a system stop, the entire length of the fiber is not properly treated to modify the surface tension. If these untreated fibers are present in the epoxy area of the oxygenator, they are not properly fixed in the epoxy. When this occurs, the raw material manufacturer has initiated steps to repeat the surface pre-treatment to ensure that the proper surface tension is present on the entire length of the fibers. Maquet cardiopulmonary could not investigate the product, because the product was discarded by the hosp. Therefore the manufacturer will not be able to confirm the correlation between CAPA (B)(4) and the reported malfunction. Based on the reported event and investigation, the reported event was caused by use that is beyond the usage described in our labeling and cleared intended use which is restricted to six hours. (B)(4).